Event description:
During a total laparoscopic hysterectomy, the probe tip of the subject device was fallen off inside the patient. The broken piece was retrieved by the surgeon. The uterus manipulator didn't use. Th procedure was completed with a similar device. There was no patient harm reported without this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 15 mm from the distal end. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. At the proximal side of the jaw, the ptfe pad was worn and there was contact mark of probe. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, as a result the proximal side of haw and probe came into contact with each other, and the probe cracked. After that, since surgeon continued to use the device, the probe tip was broken. See scanned page. This report is being submitted as a medical device report in an abundance of caution.